Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00785. The device was discarded by the hospital.

Event description:
On (B)(6) 2017, the patient underwent a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68) and a penumbra system 3max reperfusion catheter (3max). During the procedure, the physician advanced an ace68 to the thrombus and completed two passes; however, recanalization of the right m1 segment was not achieved. The physician then advanced a 3max with a non-penumbra guidewire through the ace68 and completed the third pass. Upon completing the third pass, recanalization of the right m1 segment was noted; however, recanalization of the superior branch was not possible. The procedure was stopped at this point and there was no reported issue during the procedure. Subsequently, a follow-up magnetic resonance imaging (MRI) performed the next day revealed moderate hemorrhagic transformation and infarction extension, prohibiting re-administration of antiplatelet therapy. It was reported that the patient had slight clinical deterioration following the arterial recanalization, without severity criteria, motor improvement in upper extremity was reported and the patient was discharged from the hospital on (B)(6) 2017. The hemorrhagic transformation was adjudicated to be an adverse event with possible relationship to the ace68 and 3max..

Manufacturer narrative:
Please note that the following section has been updated based on additional information provided on 29-aug-2017: describe event or problem. This report is associated with MFR report numbers: 3005168196-2017-00785.

Event description:
An update to the device relationship was made on 29-aug-2017: the hemorrhagic transformation has been adjudicated to be an adverse event unrelated to the ace68 and other penumbra devices.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:(B)(4) . 1. Section g. Box 5. 510(k) this report is associated with MFR report numbers: 3005168196-2017-00785 h3 other text : placeholder